Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic procedure, on rectum resection, the stapler was not able to fire. A new device was used to complete the case. There was no patient injury.